Event description:
It was reported that primary audible alarm background (bgnd) test was displayed. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found right/left plunger cases cracked by the screws. Results of the pump event history log review showed a primary audible alarm background (bgnd) test alarm. The technician was unable to determine the intermittent cause of the error. The technician replaced speaker as a preventative measure and cleaned, greased and calibrated. The technician performed all functional test which passed. The root cause could not be determined.